Manufacturer narrative:
The failure investigation has been completed and the alleged cartridge alarm 30 issue was verified. The alleged cartridge alarm 9 issue was verified in the pump logs; however, no failure was identified.

Event description:
It was reported that multiple cartridge alarms occurred. Reportedly, customer continued to use the pump for insulin delivery. Additionally, it was reported that a cartridge alarm occurred indicating that the cartridge was over-filled despite the customer filling the cartridge with 250 units of insulin. Reportedly, customer loaded a new cartridge to resolve the issue. Customer¿s blood glucose level was 130-206 mg/dl.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.